Manufacturer narrative:
Lead model 3776-60, serial: (B)(4), implanted: (B)(6) 2010, explanted: unk. Lead model 3888-33, lot: v546812, implanted: (B)(6) 2010, explanted: unk. Lead model 3888-33, lot: v546812, implanted: (B)(6) 2010, explanted: unk. Extension model 3708220, serial: (B)(4), implanted: (B)(6) 2010, explanted: unk. Programmer 37743, serial (B)(4).

Event description:
It was reported that the patient's device was fully explanted. The patient had an anterior cervical discectomy and fusion. The exact date and reason for the explant was unknown. Additional information was requested.

Event description:
Additional information from the company representative indicated that the patient did undergo a system explant on (B)(6) 2012. The explant was uneventful and the patient tolerated it well. No reason for the explant was given to the representative from the physician other than "he said he wants it out and has for a while." Additional information received from the patients physician indicated that the explant was done due to persistant low back and leg pain possibly related to the ins or the lead. The patients neurosurgeon recommended device removal. No abnormal impedances were noted. A lead x-ray confirmed the placement was normal. There were no injuries. It was noted that the patient did not consistently use the device.